Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility the saw was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device eval. However, damaged bearings were discovered, which can be a cause of overheating.